Event description:
It was reported that during service repair pre-testing it was discovered that the motor device "had high temperature". The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment.  (B)(4) evaluated the device.  An assessment was performed on the device which found that there was a high tempurature reading.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be normal wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.